Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced an increased frequency of charging the device, requiring recharging every 2 to 2.5 days, which was more frequent than initially required. Starting a good 6 to 8 months ago they had to charge their ins every 2 to 2.5 days when it use to last longer. The patient noted that the device's battery was found dead after forgetting to check it. The patient had maintained the same therapy usage and had decreased the intensity level from 4.2 to 4.0. Additionally, the patient began seeing a pain doctor four months prior and was receiving injections for upper back pain. The patient was redirected to their healthcare provider for further evaluation of the charging issue. No symptoms were reported.